Manufacturer narrative:
(B)(4). Baxter medical assessment: if the foreign material in the product pouch is identified prior to use, there is no possible harm or injury of patient. If such type of malfunction or hazard would reoccur and user will not recognize the foreign body prior to use it possibly can be transferred to the treatment site of the patient. In a worst case scenario this may lead to a foreign body reaction, sterile vascular inflammation or thrombotic reaction which only in exceptional cases may cause serious harm or injury. Additional investigation is currently ongoing and the sample has been requested for evaluation. Upon its completion a follow-up submission will be sent.

Event description:
Customer reported: we have found foreign matter inside of the sterile pouches of probe. No additional information provided.

Manufacturer narrative:
(B)(4). Visual inspection of the complaint sample by baxter synovis observed a colorless fiber (approx. 1.5mm in length) on the device tab with irregularly shaped black particles adhered to it. Particulate analysis identified the particle cotton with silicon oil. The black particles were noted to be a mix of metallic elements. The complaint was confirmed. Batch record review by baxter synovis found no issues that could have contributed to this complaint issue. All product requirements were met and the lot passed all inspections. There were no issues and no scrap reported. Per baxter synovis, the product is inspected for foreign material at three points during manufacture. No trend was identified. Baxter synovis determined that no manufacturing defect was found, the root cause is indeterminable, and the issue is considered low risk. Per additional information received from baxter synovis, CAPA(B)(4) has been initiated to further investigate particulate matter issues. This is the first reported complaint of this nature for this product lot. The complaint will be kept on file for trending purposes.